Event description:
A health care provider reported that they explanted an intraocular lens (iol) from a patient's right eye due to the patient¿s hyperopic outcome resulting in their distance vision being blurry. The symptoms were debilitating. There was no capsule tear, unplanned vitrectomy, sutures or medication outside of the standard of care. The replacement lens was the same model dfr00v, but a different diopter 22.0. Reportedly, the explanted iol will not be returned due to the customer's procedures. No further information was provided.

Manufacturer narrative:
Patient weight: the exact weight is unknown, the best estimate is approximatly 160 to 180 lbs. Ethnicity: unknown/asked but was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.